Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of clearlink non-dehp secondary medication sets under infused during patient infusions (no further detail). It was further reported that the bags completely drained but the line or drip chamber would not completely empty. The secondary set was attached to a closed male luer (non-baxter product) and a primary set (non-baxter product). The bags used were 3 x 250 ml, 2 x 500 ml and 1x100ml. The devices were used with doxorubicin and rituximab. The customer stated that they needed up to six (6) back primes to clear the line. The medications were completely delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.